Manufacturer narrative:
Device eval - the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the eval has been completed. Device not returned.

Event description:
The user reported that during a clot aspiration procedure the asap catheter became stuck in the guide catheter after successfully aspirating clot from the pt. The physician attempted to remove the asap from the guide catheter by advancing a second wire beside the asap. The second wire also became both stuck in the guide catheter. The physician then removed both wires, the asap, and the guide catheter together from the pt. The physician afterward noticed that the wire was kinked, which would have prevented the removal of the asap from the guide catheter. The physician then used a new catheter and wire to successfully complete the procedure. No harm or injury was reported.